Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the patient had a blood glucose (bg) was 380mg/dl at home, so the patient was taken to the hospital. The patient¿s bg continued to rise to over 400mg/dl. Emergency protocol was initiated and patient was taken to the hospital and admitted with diabetic ketoacidosis. The patient was treated with IV fluids and insulin drip. This report is being made due to the bg excursion the patient experienced due to an alleged power issue.

Manufacturer narrative:
Follow-up #1 date of submission 01/11/2017-product analysis: the device was returned and evaluated by product analysis on 12/22/2017 with the following findings: the complaint could not be duplicated with investigation. Review of the black box revealed multiple rebooting events on (B)(6) 2016. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. No damage or defect was observed to the pump¿s internal components. Unrelated to the complaint, a battery compartment crack was observed. Two battery caps were returned. One battery cap¿s contact height was out of specification. Both battery cap widths were within specification.